Event description:
Leaking of medication from bd smart site low sorbing extension set. Medication leaked during administration from the areas where the filter connects to the extension set. This happened in 3 different occasions between (B)(6) 2025. Medications involved were chemotherapy. All were with lot number 25055500. This lot number has been removed from use and segregated. Pt code: 4582. Device code: 1354. Ref reports: mw5178922, mw5178923.